Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 100% stenosed, was situated in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured during the fourth inflation at 14 atmospheres, which lasted for several seconds. The device was successfully removed without any issues, and the procedure was completed using an alternative device. No patient complications were reported, and the patient remained in good condition following the procedure.